Event description:
It was reported that during unpacking for a percutaneous coronary intervention, the inner package of the guide catheter was opened. The target lesion was located at the middle of the left anterior descending artery. A model-7f mach 1 al1 st sh was selected to advanced to the target lesion. Upon unpacking of the device, it was noted that the inner package was open and the distal end of the shaft shifted out from the opening of the inner package. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product was a mach 1 guide catheter with the original product pouch. Inspection of the device presented no damage or irregularities. Inspection of the packaging revealed that both the top and bottom seals of the product pouch were open. There was good evidence of heat transfer on the poly and tyvek sides of the pouch with material of the tyvek on the poly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention, the inner package of the guide catheter was opened. The target lesion was located at the middle of the left anterior descending artery. A model-7f mach 1 al1 st sh was selected to advanced to the target lesion. Upon unpacking of the device, it was noted that the inner package was open and the distal end of the shaft shifted out from the opening of the inner package. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).